Manufacturer narrative:
The malfunction was duplicated and attributed to the software which was not loaded properly. The software was reloaded to remedy the problem. The review of device log showed multiple occurences of critical error 23 and 266 which states no language installed- corrupt language. It was determined by the quality engineer that during the manufacturing process, the device was history log was not cleared and the device was not powered on into rescue mode as required. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.